Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The 2d and 3d cine transesophageal echocardiographic (tee) procedural images were received and reviewed by an abbott vascular senior medical advisor. The reviewer concluded that the patient had symptomatic severe mixed mitral regurgitation and underwent the mitraclip procedure. The pathology of the valve was complex and this was the third case performed by the physician. With the images provided it can be confirmed that there was steering difficulty with the clip delivery system (cds) in the left ventricle (lv) and during clip deployment the clip detached from the posterior leaflet resulting in a return of the mitral regurgitation (mr) grade to baseline. There is no evidence of any device issue or malfunction in causing or contributing to the reported events in this incident. The patient effects of unchanged mitral regurgitation (mr), embolism and foreign body are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation concluded that the reported single leaflet device attachment (slda), failure to adhere or bond, complete clip detachment and subsequent patient effects were related to patient morphology/pathology and definitive cause for reported difficult to position the cds could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously report filed, the following information was received: when the clip delivery system (cds) was advanced from the left atrium (la) to the left ventricle (lv), the cds took a very lateral turn in the lv. The cds was retracted into the la, and the cds was re-advanced to the lv with the clip arms closed. Multiple grasping was performed; however, when the grippers were dropped, the clip would change orientation. The decision was made to deploy the clip below annulus. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is not returning and the mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the deployed clip detached from both leaflets and embolized to the left ventricle. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that the annulus was extremely calcified with an anterior leaflet restriction. The clip delivery system (cds) was advanced to the mitral valve leaflets. Leaflet grasping was difficult due to the calcification but was ultimately successful and the mr was reduced to 2+. Before the gripper line was removed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4. The physician did not believe a second clip could be used; therefore, the procedure was discontinued. On the same day, it was observed that the clip detached from the anterior leaflet as well and embolized into the left ventricle. The clip remains stable in the left ventricle. The patient was confirmed to be stable and was discharged 3 days post-procedure. No further treatment has been planned. No additional information was provided.